Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Software anomaly. Final analysis found a software anomaly which likely contributed to the reported backup vvi operation.

Event description:
It was reported that the pulse generator exhibited backup vvi operation. The device was explanted and replaced.